Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) had a damaged front bezel. There was no patient involvement.

Manufacturer narrative:
Additional point of contact :name - (B)(6), email - (B)(6), occupation - biomedical engineer. During pm it was observed that the front bezel had damage from regular use. To fix the issue the fse replaced the bezel, then performed a full function and calibration check. The unit was cleared for use and returned to customer.

Event description:
N/a.